Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture.

Event description:
An ethicon echelon 60 linear stapler was used with a blue stapler load and peri-strips dry with veritas collagen matrix staple line reinforcement (psdv) at the gastro-esophageal (ge) junction. There was no bleeding noted following stapler firing. No leak test was performed for leakage intraoperatively. Following the procedure, the patient suffered vomiting of psdv buttress material. A leak was clinically apparent on the 5th post-operative day and identified via CT scan with per os contrast material. The leak was managed conservatively with drainage under CT guidance and finally with stent placement. In the physician's opinion, the patient's vomiting was attributed to the ongoing intra-abdominal inflammation. Most probably ischemia was the etiology of the leak at the gastroesophageal junction. Currently the patient is asymptomatic and is scheduled for stent removal in the near future. Note: same problem and reporter as manufacturer report number 2183620-2010-00057, as two devices were reported.